Event description:
A (B)(6) male pt, with thrombus near the sma, underwent endovascular repair on (B)(6) 2010. There was a sma right bellow the thrombus, the physician was concerned that the thrombus will disperse due to the suprarenal stent. The physician placed the main body far bellow renal artery (ra), and the suprarenal stent just bellow ra. The physician then placed a main body extension and did angiography, type I endoleak was recognized. The physician placed another main body extension at the proximal. The type I endoleak was not resolved. The physician decided to keep the pt under observation. Updated info received (B)(4) 2010: type I endoleak was resolved.

Manufacturer narrative:
(B)(4). No product or images were returned to assist in the investigation. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria; anatomical conditions; proper ballooning sites; follow-up guidelines; the importance of an accurate deployment. Details regarding anatomical determinants were not reported. The physician determined that the appropriate course of action was to land the complaint device lower than indicated to reduce the risk of disturbing thrombus at the sma. Landing the device low likely contributed to the reported endoleak as the proximal sealing site may have been insufficient. A main body extension was deployed and physician determined endoleak was resolved 12 days after initial repair. At this time, there is no indication that a design or process induced failure of the device resulted in the reported endoleak. We will notify the appropriate (B)(4) personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and the risk associated with the failure mode will remain at an acceptable level with the inclusion of the event. Risk mitigation is not required at this time.